Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for fs libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an unspecified high reading issue with the freestyle libre sensor. The customer lost consciousness, and was unable to self-treat. The customer was treated with glucose serum 30% via injection by an unspecified third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At the time of the reported complaint, the customer reported an unknown sensor serial number. Sensor (B)(6) and (B)(6) have been returned by the customer and investigated, as it is unknown which sensor was used at the time of the reported complaint. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned. The sensor plug was properly seated in the mount. Removed sensor plug and inspected plug assembly, uncurled side snap was observed, indicating improper assembly by the user. The sensor was reprogrammed and the current was applied to perform linearity testing while in the test fixture. All results were within specification. This case is not confirmed to use error. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.section d-4 (serial number) and h-4 (device mfg date) have been updated based on the returned product. Mfg date for sensor (B)(6) is 20 aug 2018

Event description:
The customer reported an unspecified high reading issue with the freestyle libre sensor. The customer lost consciousness, and was unable to self-treat. The customer was treated with glucose serum 30% via injection by an unspecified third-party. There was no report of death or permanent injury associated with this event.